Manufacturer narrative:
Follow-up #1: date of submission (B)(6) 2014 device evaluation: the device has been returned and evaluated by product analysis on 03/31/2015 with the following findings: a review of the total daily dose history indicated that insulin delivery totals correctly reflected programmed values. The pump powered on normally and successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no unprogrammed boluses occurring. A 10unit normal bolus and a 10unit audio bolus were successfully performed and correctly recorded to the pump history. The pump passed delivery accuracy testing and was found to be delivering within required specifications. The keypad buttons were tested and no hypersensitivity was found. The complaint could not be confirmed or duplicated on investigation. Unrelated to the complaint, investigation revealed that the battery compartment was cracked. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. (B)(4).

Event description:
On 03/04/2015 the reporter contacted animas alleging that on (B)(6) 2015 the patient was found unconscious and 911 was contacted. The patient was reportedly hospitalized for low blood glucose (bg) and was treated with glucagon injection and was released from the hospital on (B)(6) 2015. The reporter stated that the patient¿s bg was less than 70mg/dl but it was unknown if the patient¿s bg was less than 40mg/dl. The patient reportedly had difficulty speaking at the time of the low bg. The patient reportedly remained on the pump. The reporter stated that there were boluses in the pump history of 6.00units at 4:47am and 1.25units at 4:54am on the day of the incident that the patient did not program. This complaint is being reported based on the allegation that the patient experienced severe hypoglycemia associated with the delivery of boluses that were delivered without user intervention.